Event description:
A customer reported the coulter lh 780 analyzer generated erroneous low neutrophil (ne) and high lymphocyte (ly) results on the initial and rerun samples for a single patient. The initial run did not produce instrument generated flags while the rerun sample contained "variant ly" instrument generated differential flags. Higher ne and lower ly results were observed on manual smear review. Additionally, similar high ne and low ly counts were recovered on a different instrument, consistent with manual smear results. The customer reported the manual smear results as correct. Patient results are provided in this report. The erroneous results were reported out of the lab and questioned. A corrected report was later issued based on the manual smear results. There was no death, injury or affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was run before and after the event and recovered within control specifications. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched for this event. The fse completed the optimization procedure, replaced the differentials sample and sheath restrictor tubings. The fse adjusted the instrument ambient temperature and the differentials sample pressure. The fse verified system per established procedure; results meet published performance specifications. Per labeling: flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, the cause for the erroneous low ne and high ly results is unknown based on the available information.